Manufacturer narrative:
(B)(4). It was reported that the smarttouch thermocool catheter had signals and the catheter could not curve to the specification during ablation procedure. Upon receipt, the catheter was visually inspected and char was observed at the tip dome. Bumps were observed at tip lumen. Per char condition the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Noise was not observed during the test. An irrigation test was performed and the catheter passed, no occlusion was observed. Continuing with the visual inspection ring #1 was found slightly lifted. This condition was not originally reported by the customer. Catheter outer diameters were measured and found within specifications. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per deflection complaint, the catheter was tested for deflection and the catheter failed. Afterwards an x-ray of the catheter was taken and it was noticed that the t bar was slightly slid down getting caught at tip. This condition may contribute to the bump observed due to the fact that the t-bar is applying stress at that point. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a curve issue has been verified. A corrective action was created to address the t bar issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/06/2015. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the analysis has begun but is not completed at this time.

Event description:
The bwi failure analysis lab received the device for evaluation on 10/06/2015 and found MDR reportable findings that ring #1 has been lifted slightly leaving it rough on the proximal side. The sharp edge poses risk to patient health. The lab also found not MDR reportable findings. There was char on the tip dome and that the tip lumen has bumps about 7.5mm from the transition with peek housing. This complaint is originally assessed as not MDR reportable for noise and curve inadequate issue. The complaint is re-assessed to MDR reportable due to lab findings on 10/06/2015.